Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the internal leakage test during the pre-use check. The ventilator was investigated at site by our field service engineer, the fault was traced to a lose pipe on the expiratory pressure transducer. A leakage was also found on the inspiratory section. The issue was resolved by cleaning the seals and membranes. No logs were provided and no parts were replaced for investigation, therefore the root cause for the reported problem could not be determined.